Event description:
Two cnas were transferring the resident from the bed to the wheelchair when the sling detached at the foot, causing the resident's head to hit the lifter leg. The resident sustained a 2cm lump on the occipital area.